Event description:
In 2009, pt reported she woke up and her infusion device was beeping. She stated there was no error on the screen but she did hear a beep. She stated she looked at the screen and saw a temporary basal rate going of 180% and immediately cancelled the temporary basal rates. Pt reported she tested her blood glucose with a reading of 44 mg/dl. Pt stated the last time she intentionally programmed a temporary basal rate was 2 weeks ago when she went to steroids and had to adjust her therapy for it. Pt reported she treated her reading with a chocolate bar and some peanut butter with crackers, then bolused to compensate for all the carbs she was eating to prevent going to high. She stated this morning she tested and her reading was at 125 mg/dl. Pt's normal blood glucose range is between 80-125 mg/dl. Pt reported she keeps the infusion device in her pocket while sleeping. Checked history of basal rate and found that the tbr had been going for 7:35 hr/min at a rate of 180% before she cancelled it. She stated she cancelled it at 3:05 am. Pt reported she must have been awake then when it was programmed. She stated her last bolus was at 9:22 pm last night and that was stored in the memory correctly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.